Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: vabcnh, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Product ID: 978b128, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). The trial began (B)(6) 2021. It was reported that the pt was doing fine during the trial, symptoms were being addressed. The pt met with the caller yesterday and the pt said their symptoms came back a week or two ago. The pt did not report any falls or trauma per caller. The caller stated that the pt indicated they had to turn stim up higher to feel it--whereas before the pt felt stim at .4/.5ma, it now required greater than 2.0ma to feel stim. The caller was not aware of an impedance issue or migration. The caller stated that today the pt had the lead replaced and the actual ins was implanted (trial ended). Technical services redirected to field services.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that on (B)(6), the physician stated that the patient was having issues and for the rep to contact the patient. On (B)(6) 2021, the patient stated symptoms are back and having to go much higher with the amplitude than before. Had the patient turn the device off. Met with patient on (B)(6) 2021 to troubleshoot the device and indeed the patient was having to go much higher on all 7 programs than previously in the trial to feel stimulation. From 0.4/0.5 to 3.0 now. Patient had existing trial lead removed and a new lead placed and permanent ipg placed on (B)(6) 2021.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# vabcnh, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.